Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set's IV tubing snapped off and broke when starting the bag of IV fluid. The following information was provided by the initial reporter: "describe the event or problem: ... Last night one of the IV tubing sets snapped off and broke when a nurse was starting a bag of fluids. What was the original intended procedure? : IV fluids. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of back flow as well as tubing falling apart could not be verified due to the product not being returned for failure investigation. Device history record review for model 41173e lot number 22069613 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set's IV tubing snapped off and broke when starting the bag of IV fluid. The following information was provided by the initial reporter: "describe the event or problem: ... Last night one of the IV tubing sets snapped off and broke when a nurse was starting a bag of fluids. What was the original intended procedure? : IV fluids. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
The initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.